Event description:
The surgeon detected an unintended uterine burn during a laparoscopic procedure, and noticed damage to the outer insulation of the handle assembly and to the disposable sheath.

Manufacturer narrative:
Device not yet returned to MFR. Lot code not reported. Eval incomplete.